Event description:
It was reported that during a low anterior resection, the devices were fired by the resident. The surgeons were not able to confirm the staple formation after each firing, however, the anastomosis was not complete after each firing. Both devices were used. Sutures were used to close the anastomosis. Normal bowel function restored; no ileostomy required. The pt had not recently received radiation therapy. The surgery was prolonged 30 mins. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.